Manufacturer narrative:
(B)(4). Only event year known: 2018. As a lot/batch was not provided, a device history could not be performed. The following information was requested and the following was obtained: was the clip fired on tissue, but detached from the tissue? Clips were not closed as intended. Was the clip malformed? The clips didn¿t close and slided away from the vessel. Was there any patient consequence? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What applier was being used? Can you please confirm whether or not the account was using the lc800 clip cartridge base when there were loading the clips from the cartridge?

Event description:
After the application the clip detached. The issue was solved using a new one.